Event description:
It was reported that the nicu nurse getting alert 113 (reduced wt control) in an arctic sun device. Patient temperature (pt) was 33.3c, targeted temperature (tt) was 33.5c, water temperature (wt) was 28.5c, flow rate (fr) was 1lpm (no flow rate alerts in event log). Nurse confirms water was added to reservoir. Drained 500ml from right side drainage port and tested in manual control at 40c. Device warmed water without issue. Stopped/disabled manual control and restarted therapy. Advised they should keep an eye on the flow rate (fr) and page if it cannot stay consistently at least 1lpm (explained correlation between heater and flow rate).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
This supplemental MDR is being submitted to capture the investigation details. There were no health consequences or impact to the patient. A review of the risk document was performed for the investigation. The reported event is addressed, and based on this review, the risk is acceptable; therefore, this event is not reportable. The reported issue was confirmed. The root cause of the reported issue is an overfilled reservoir. Patient temperature (pt) was 33.3c, targeted temperature (tt) was 33.5c, water temperature (wt) was 28.5c, flow rate (fr) was 1lpm (no flow rate alerts in event log). Nurse confirms water was added to reservoir. Drained 500ml from right side drainage port and tested in manual control at 40c. Device warmed water without issue. Stopped/disabled manual control and restarted therapy. Advised they should keep an eye on the flow rate (fr) and page if it cannot stay consistently at least 1lpm (explained correlation between heater and flow rate). Per follow-up information, no further troubleshooting was done after the call. The device was able to heat appropriately after the water drain and the flow rate remained around 1-1.3 lpm. They did not exchange pad or device, and pad was disposed of after treatment. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Per the IFU: "fill reservoir approximately four liters of sterile water will be required to fill the reservoir at initial installation. Fill the reservoir with sterile water only. When filling the control module during initial installation or when completely empty, add one vial of arctic sun¿ temperature management system arctic sun cleaning solution to the sterile water. It is recommended to add the vial when filling with the second liter of sterile water. 1) from the patient therapy selection screen, select the button next to either normothermia or hypothermia under the new patient heading. Select any pad type to continue. 2) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 3) the fill reservoir screen will appear. Follow the directions on the screen. 4) the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. 5) when the fill reservoir process is complete, the screen will close. 6) to stop the process early, press the stop button. Note: if the filling cycle is stopped prior to completion, the reservoir will not be full and may requiring filling after fewer patient therapies have been performed. 7) press the cancel button to close the screen." And "to replenish the internal arctic sun cleaning solution: 1) drain the reservoir. Turn control module power off. Attach the drain line to the two drain ports on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. 2) refill the reservoir. Connect the fill tube. From the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen. Add one vial of arctic sun¿ temperature management system cleaning solution to the second liter of sterile water. The filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. When the fill reservoir process is complete, the screen will close. Note: the reservoir level sensor requires a conductive fluid to operate properly. Filling the reservoir without using the arctic sun cleaning solution may result in overfilling the reservoir. Do not use cleaning solution that has passed the use by date listed on the bottle. The cleaning solution must be stored inside the uv resistant pouch provided." A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nicu nurse getting alert 113 (reduced wt control) in an arctic sun device. Patient temperature (pt) was 33.3c, targeted temperature (tt) was 33.5c, water temperature (wt) was 28.5c, flow rate (fr) was 1lpm (no flow rate alerts in event log. Nurse confirms water was added to reservoir. Drained 500ml from right side drainage port and tested in manual control at 40c. Device warmed water without issue. Stopped/disabled manual control and restarted therapy. Advised they should keep an eye on the flow rate (fr) and page if it cannot stay consistently at least 1lpm (explained correlation between heater and flow rate). Per follow up information received via phone on 03apr2025, spoke with rn, who confirmed no further troubleshooting was done after the call. The device was able to heat appropriately after the water drain and the flow rate remained around 1-1.3 lpm. They did not exchange pad or device, and pad was disposed of after treatment.